Event description:
The following information was provided: the patient had an index right tka outside of cors scope. The patient developed pji and underwent revision with a triathlon hinge. All components exchanged on (B)(6) 2023 (then included into cors). The patient developed again pji and was revised on (B)(6) 2024. Only the rotating hinge components exchanged.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5612-3-000 triathlon bushingsaxle stdassemblypack; lot# 8n77lv. Cat# 5612-4-003 triathlon hinge bumper 3 degrees; lot# ermnv1. Cat# 56120005 tri hinge tib bearing sz 5-6; lot# g8753775b. Cat# 5612f602 triathlon hinge femur 6r; lot# yls4h. Cat# 5612b700 triathlon hinge b/plate size 7; lot# t776d. Cat# 5550-g-360-e triathlon symmetric x3 patella; lot# 692k. Cat# 5549-a-652 triathlonctrfemconeaug sz 5r; lot# pd001. Cat# 5549-a-140 triathlon sym cone aug sz d; lot# rpxa1. Cat# 5565-s-015 tri press-fit stem 15mm x 100mm; lot# 0126625m. Cat# 5566-s-020 triathlon press-fit stem 20mm x 150mm; lot# 0133754k. Cat# 5612-d-610 triathlon hinge femdistaugment sz6 10mm; lot# 608dxk qty. 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.